Event description:
It was reported that the device was replaced due to unexpected longevity; the battery longevity was less than expected. The device was removed and a new device was implanted. It was also reported that the right atrial (ra) lead had dislodged. The ra lead was extracted and a new lead was implanted. It was further reported that the epicardial left ventricular (lv) lead had high thresholds. The lv lead was capped and a new lv lead was implanted through the coronary sinus (cs) vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal and distal conductors of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated stretching and apparent explant damage. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2013; 6947-65 lead, implanted: (B)(6) 2009. (B)(4).